Event description:
It was reported that the patient experienced return of symptoms with return of pain. The patient also noted swelling at back near catheter. The symptoms occurred during a normal refill cycle over a month ago. The patient had fallen on the pump in february. The patient had been in the health care provider's office thrice and the last time "it took three people to be able to interrogate the pump." The pump dosage was increased last week by 20%; no change was noted. The patient "has used up all of his oral meds and office will not refill until 4/27/2012." The patient was scheduled for an MRI next month but wanted to "move up" the appointment. The hcp had scheduled a dye study also. Drug delivered via the device was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; catheter model: 8598a, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).